Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a blank display on her insulin pump. She stated she has had to change the batteries often lately, either daily or weekly. Customer's blood glucose was 305 mg/dl. When she went to bolus, she noticed the screen was blank. Replacing the battery did not resolve the issue. There is a crack on the front of the device. The device was dropped about a year ago, causing the crack. The battery compartment and cap are not damaged or corroded. Customer was not using alkaline batteries. She stated she would go buy some and try them in the device. Customer also mentioned she was recently hospitalized. That information was obtained in a different call. Nothing further reported.